Event description:
An endurant stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm approximately two months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient was in for a routine follow-up with approximately one month ago. A contrast CT could not be done due to the patient's renal complications. The patient had an arteriogram and it was noted that there was a separation type iii endoleak in a straight segment of the vessel. The physician believes there was not enough overlap between the stent graft components at the time of implant (it is unknown how much overlap there was); however, there was no endoleak during the index procedure. The aneurysm has grown 4-5 mm in diameter. An endurant iliac stent graft 1610124 was implanted to successfully treat the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); incorrect technique/procedure (insufficient stent graft overlap). Conclusion: operational context contributed to event (insufficient stent graft overlap).